Event description:
The reporter stated that there was an under-delivery. The pump was set in continuous mode at a rate of 60ml/hr with a 60cc bd syringe. Volume to be infused (vtbi) was 15ml. Volume actually delivered was 5ml. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The pump has been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.